Event description:
It was reported that a patient who had a diagnosis of severe pneumonia and respiratory failure was connected to the ventilator. As per report, the ventilator delivered insufficient tidal volumes which resulted in hypoxia. The patient was connected to another device, the oxygen saturation went up again afterwards. There was no detail in the report which would reasonably suggest that health consequences were resulting from the event.

Manufacturer narrative:
The hospital did not involve the local dräger s& service organization into any follow-up measures in a timely manner. Since the user facility report was filed with almost three months delay, dräger was unable to obtain further information about the event. There was no s/n transmitted; age of the device and status of repairs and preventive maintenance is not known to dräger since the unit is not under a service contract. A case-specific evaluation is not possible. The following can be concluded: the condition of the patient was already bad before he was connected to the device - it can be assumed that it was difficult for the users to establish a stable ventilation. Hence, the reportedly delivered reduced tidal volumes are not necessarily related to a device malfunction - it can also be in causal connection to increased pneumatic resistance of the upper airways or a partly occlusion with secret/sputum. The divergence between measured ventilation parameter and settings was obvious for the users; the device has reportedly posted corresponding alarms. And, also the aspect that the situation stabilized after introduction of a replacement device is not necessarily an indicator for the potential presence of a malfunction of the initially used device - the second ventilator may have been used with different settings e.g. A higher airway pressure which made it possible to apply a sufficient minute volume to the patient. Finally, it is seen more likely that the reported event had a causal connection to the bad pre-condition of the patient but a reliable statement in regard to an exact root cause for the incident cannot be made due to lack of information. H3 other text : device not available for evaluation.